Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with intermittent buttons response due to corroded keypad traces. No moisture were found at electronic or motor assemblies.

Event description:
Customer called to report button error alarms and unable to rewind the insulin pump due to the button error alarms. Nothing further was reported.